Manufacturer narrative:
The sample is available for evaluation per the customer, however, the sample has not yet been received for evaluation. Should the sample or additional information be received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that a reservoir of a infusor two day 2ml/hr had ruptured during patient use at the patient's home. The device was filled with 5-fu and normal saline. There is not patient injury or medical intervention. No additional information is available.